Manufacturer narrative:
Device was returned to zoll circulation on (B)(6) 2012, however, device evaluation has not yet begun. When device evaluation is complete, a supplemental report will be filed.

Event description:
Customer reported that the new autopulse battery arrived with a damaged battery connector port and won't seat the battery correctly in the new multi battery charger. No adverse event was reported.